Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected alarm customer's blood glucose at time of incident was 106 mg/dl. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated the alarm occurred shortly after inserting a new battery. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 106 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer received 4 motor error listed on the same day. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.